Manufacturer narrative:
Physical device was not received for analysis. Cloud data from the user for the period on (B)(6) 2026 was downloaded and reviewed. Review of the cloud data found that a pod with the sequence number reported was used between 12:49 and 22:31 on (B)(6) 2026. Review of the patient history buffer (phb) data during the entire review period found that the system was used primarily in automated mode and the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The data from the pod sequence number reported showed that the highest estimated glucose value received was 324 mg/dl received at 17:32 on (B)(6) 2026 after the sensor completed a calibration period. Before the sensor went out of calibration, the last estimated glucose value received was 315 mg/dl at 15:27. While the sensor was out of calibration, the system transitioned to automated mode: limited and began delivery of safe basal, which is the lower of the user's manual basal program and adaptive basal rate, after four cycles of missing values and the system began generating missing sensor values alerts after one hour of missing values. The sensor values were observed to decrease from 324 mg/dl to 152 mg/dl at 20:37 on (B)(6) 2026, before increasing again to 219 mg/dl at 22:27 on (B)(6) 2026 before the pod was deactivated. The cloud data showed that multiple boluses were delivered during the reviewed period. The phb data showed that the total pulses delivered count tracked by the pod increased correctly based on the total bolus volume of each bolus after delivery of each bolus. No evidence of a failure to delivery insulin or of any other issues with the system was observed in the available cloud data. The correlation to action #98586 could not conclusively be determined because the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results including a determination of correlation to action #98586. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 26.1, hardware: iphone17.2, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include vomiting, large ketones, and difficulty breathing. The patient was diagnosed with diabetic ketoacidosis and metabolic acidosis. The patient had bloodwork performed and was treated with intravenous fluids, and intravenous insulin. Results of bloodwork were not reported. The patient was released the following day on (B)(6) 2026. The pod was removed at the hospital.